Event description:
It was reported that there has been a gradual rise in right ventricular (rv) lead pace impedance since the previously reported high out of range measurement approximately two months ago and reached another recent high out of range measurement of 2090 ohms. The rv lead is not a boston scientific product. Boston scientific technical services (ts} noted a gradual rise in impedance is not indicative of a lead fracture but something physiological related to the lead. There is no noise observed in the logbook and the presenting electrogram (egm) was noted to look appropriate. The healthcare provider (hcp) indicated the patient is pace therapy dependent so ts discussed that sometimes higher impedances can increase thresholds. The hcp agreed and indicated they will be programming on the rv auto-threshold feature and will continue to monitor. The rv lead was subsequently explanted and replaced approximately two months later. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).